Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer troubleshoots the ventilator. The expiratory valve body, flow sensor, and diaphragm were cleaned and repaired, but the problem remained. Then opened the machine and checked for any tubing kinks, and everything was fine. The power supply and internal battery voltages were checked and found to be normal. Transducer tests were completed, and the exhl. Diff. Test failed. Calibration was completed, and it was discovered that exhl. Diff. Press. Calib (0cmh2o) failed. As a result, the main pcb board must be replaced. A replacement order has been placed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was continuously showing transducer fault prior patient use. The customer confirmed that there was no patient associated with the reported event.